Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker had reverted to safety mode. Subsequently this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device has been returned for analysis; however, results of investigation have not been completed at time of submission of this report. A supplemental report will be submitted once results of investigation become available.